Event description:
A (B)(6) female patient claims the cold pack leaked onto her skin, causing a reaction and blistering to develop. The patient used the cold pack at home. The dr. Took a bacterial culture of the wound and the patient was prescribed mupirocin cream and 500mg ciprofloxacin. The patient was reported to be doing well and there were no new symptoms since the last visit.